Event description:
Consumer reports repeated accuracy problems with their plink. Analysis run on clark error grid using mean average reading (59) as reference point vs. Bd readings (33, 73, 72) yeilded some data points in the d range of the grid, outside the acceptable limits.